Event description:
It was reported during treatment of a basilar artery aneurysm, the physicians made a decision to "over-stent" the aneurysm. After placement of the exchange guide wire, they reportedly tracked the stent system distal to the aneurysm; however when they tried to place the stent in front of the aneurysm, the stent deployed distally. One of the physicians stated that "the rhv which is included into the system was not able to block the stabilizer". Following this event, they tried another stent with the same results. The procedure was completed and the pt was reported to be in stable condition.

Manufacturer narrative:
The device in question has been returned to boston scientific. However, the investigation is currently on-going. Therefore, the cause of the event remains unk.